Manufacturer narrative:
Unique identifier(UDI)#:(device identifier) - (B)(4). Approximate age of device- 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the vad system produced a brief low speed advisory alarm with approximate duration of 2-4 seconds. The customer replaced the patient¿s power module patient cable. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative confirmed a speed drop below 3000 rpm on (B)(6) 2017 while the vad system was connected to the power module. At the time of the speed drop, the rsoc values on the patient cable appeared normal. No further alarms/speed drops were reported after the patient cable was replaced. No additional information was provided.

Manufacturer narrative:
The device was returned and evaluated under medwatch MFR# 2916596-2018-01010 the submitted system controller log file captured a low speed operation event on (B)(6) 2017. On this date, the patient was given an ungrounded patient cable. Review of the submitted log file confirmed the reported low speed event, and the potential cause was confirmed during the evaluation of the left ventricular assist system (lvas). These confirmed sites of wire insulation compromise occurred approximately 10 inches from the pump housing on the red wire, and approximately 10.5 inches from the pump housing on the yellow, orange, and green wires. If any of the exposed conductors contacted the braided shield while the system was running on the power module, the resulting short could have contributed to the low speed events captured on the submitted log file. The observed insulation breaches appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline in this area. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.